Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that she had diabetes ketocidosis due to the key pad acting up. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced. Nothing further reported.